Manufacturer narrative:
The failure investigation conducted by the eval lab of npb was unable to duplicate the reported malfunction of the ventilator. After extensive testing of the blending system no evidence of non-conformance was identified. The file was thoroughly reviewed, including service history records. The root cause of the issue could not be determined. This is believed to be an isolated event, or may have been initiated through an action of the user.

Event description:
Customer reported that unit was on pt for 2 weeks. After a setting change of the 02%, the nurse on the floor noticed that the 02 analyzer was reading 35% and the device was set to deliver 50%. She notified the therapists who elevated the flows from 8lpm to 10lpm. This corrected the discrepancy between the analyzer and the ventilator but had no impact on the pt either way. The pt's sats were unaffected by the event and no injury or complications were evident.